Manufacturer narrative:
The insulin pump was set to proper time and date. Two basal rates were programed for 24 hours and the device was monitored three days. Several manual boluses were programed and they properly delivered. Time and date were properly recorded in bolus history and daily totals. No history anomaly was noted. The device had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that insulin pump was showing boluses in incorrect order in history screen. It was also reported that customer's mother was concerned about the asterisks in the daily totals. Reasons for asterisks were explained. Customer was advised to have insulin pump replaced. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).